Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was selected for implant in a patient using a 14f amplatzer amulet delivery sheath. Prior to the procedure, the patient had a trivial pericardial effusion and received 325mg of aspirin before procedure. Patient was in normal sinus rhythm. Heparin was administered with the patient's activated clotting time (act) levels at 291 seconds. The location of the transseptal puncture was inferior/mid. The left atrial pressure was 22mmhg. The device was implanted with no recaptures, and the device placement and closure were confirmed by transesophageal echocardiogram (tee). Protamine was administered at the end of procedure. The patient was discharged but returned to the "hospital" that evening with a pulmonary embolism and a worsened circumferential pericardial effusion measured as 1.94mm. The patient became hemodynamically unstable with tachycardia. A pericardiocentesis was performed successfully removing 500cc of fluid and a drain was placed. Increased oxygen was given for pulmonary embolism. The patient was discharged a week later in stable condition. The cause of the pericardial effusion was unknown. The cause of the pulmonary embolism was unknown but possibly due to protamine.

Manufacturer narrative:
It was reported that the patient returned to hospital the same day of amulet device implant with pulmonary embolism and a worsened circumferential pericardial effusion. Information from field indicated that amulet occluder was implanted with no recaptures, and the device placement and closure were confirmed by transesophageal echocardiogram. The patient's activated clotting time was 291s (in therapeutic range) and heparin was administered. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects pericardial effusion and pulmonary embolism could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed successfully removing 500cc of fluid and drain was placed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder was selected for implant in a patient using a 14f amplatzer amulet delivery sheath. Heparin was administered with the patient's activated clotting time (act) levels 291 seconds. Prior to the procedure, the patient had a trivial effusion, patient was implanted with 34mm amplatzer amulet left atrial appendage occluder with 0 recaptures, device placement and closure were confirmed by transesophageal echocardiogram, patient was sent home at 3pm, patient returned to the hospital at 9pm with a pulmonary embolism and a worsened pericardial effusion noted circumferential. Pericardiocentesis was performed successfully removing 500cc of fluid, drain was placed, patient went home a week later in stable condition. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.